Event description:
It was reported that sensor failure issue occurred. The sensor was inserted into the abdomen. The patient lives alone. On the evening of 08/29/2024, the patient's child checked the follow app before she went to the bed, showing that the patient had no readings, but she didn't call the patient because it was late in the evening. The patient didn't call the reporter either on 8/29/2024. There were no notifications on the reporter follow app. On 8/30/2024. The granddaughter visited the patient and he hadn¿t eaten all day and was looking unwell. The granddaughter took the patient to the emergency department in the afternoon. Prior to taking the patient to the ed, the cgm was showing a reading estimated at 300 mg/dl and a finger stick was not taken and then eventually the cgm was showing a sensor failure. At the ed, the patient was diagnosed with diabetic ketoacidosis (dka) with a bg reading of 1027 mg/dl. The patient was transferred to intensive care unit (ICU) on (B)(6) 2024. It was reported that the omnipod pump wasn't connecting to the sensor and sensor was removed in the hospital. The patient was treated with IV insulin. On (B)(6) 2024, the patient was discharged directly from ICU. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.